Manufacturer narrative:
E.1: initial reporter facility name: (B)(6). Investigation summary: bd received two photos for investigation. The evaluation of these photos shows foreign material inside the sample tube. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: foreign matter- other. No definitive root cause could be established for the reported defect. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® k2e 10.8mg plus blood collection tubes, foreign matter was seen inside of one tube. No adverse impact was reported regarding the patient or user.